Event description:
It was reported that a guidewire that is removed with a knot at the end that needed the surgical team to remove. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use related one nitinol guidewire was returned for evaluation an initial visual observation showed use residue on the returned sample. A knot was observed near the distal end of the guidewire. A microscopic observation revealed the knotted section of the displayed slight coil separation, revealing the internal core wire. The weld tip was unremarkable. Biological residue was observed within the knot in the guidewire. These findings indicate that the knot was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.